Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board and a loose j4 connector on the defib board. The root cause for the open resistor could not be positively identified. The root cause for the loose connector could not be positively identified.

Event description:
A us distributor returned a monitor during the investigation into a non-reportable death, when a reportable malfunction was found.